Manufacturer narrative:
Visual examination of the returned device featured irregular witness marks. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of a set screw loosening could not be determined by the samples or information provided. A potential root cause may be that one of the set screw may not have been correctly tightened down onto the rod. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Lot unknown. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Grade 4 spondylolithesis correction l5/s1. A spondylolithesis correction that was performed on the (B)(6) 2017 was revised for construct failure. The patient had a verse screw 6x40mm fracture through the vertebral body of s1 on the left side. The right side l5 screw had also disconnected with the 35mm viper rod, set screw was still in the screw head. On removal of the construct the surgeon noticed that the l5 left sided set screw appeared to be loose. The surgeon removed all screws, rods, set srews (6x40mm at s1 and 6x35mm l5) and medtronic r90 implants (plif cage).then replaced the screws at l5 with x2 7x35mm screws and x1 7x40mm at s1 left side and x1 7x35 at s1 right side. He also place sai (sacral alar iliac screws) 8x80mm screws in the pelvis. He then replaced the rods (cocr) and reduced l5 back into position and replaced medtronic r90 interbody cages, compressed at l5/s1 and final tightened. The revision surgery was uneventful.